Event description:
It was reported upon attempted removal of the guidewire a portion of the tip broke off. The tip of the guidewire was not removed and therefore remains implanted in the patient.

Manufacturer narrative:
The user facility reports the wire was discarded. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.